Manufacturer narrative:
Reporter¿s phone number:(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the neuro tip was damaged on the craniotome device. It was noted that the ball bearing was worn out and the crani-bracket was cracked and disjointed. It was further determined that the device failed pretest for temperature, vibration and visual assessment. It was noted in the service order that the bearings were worn out on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The UDI number was inadvertently omitted from the initial report. UDI: (B)(4). The date received by manufacturer was entered incorrectly as november 29, 2017 in the initial report. The correct date has been entered as december 08, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the bearing was damaged was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a drilled neuro-tip leg and a drilled and fractured foot/neuro-tip. It was determined that the issue with the drilled neuro-tip leg is indicative of excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip. It was further determined that the issue with the drilled and fractured neuro-tip was failure to follow the directions for use. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro-tip of the attachment. When the drill is started, the burr drills into or through the neuro-tip. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.